Manufacturer narrative:
Through follow up, livanova received the bubble sensor was replaced because of excessive wear and deflated cushions. Moreover, the customer discarded the bubble sensor therefore its serial number cannot be retrieved. According to complaints database analysis, no further similar issue have been reported against the claimed s5 hlm console on which the bubble sensor was mounted. The issue is a known failure that is related to silicone oil diffusion through cushions causing false alarms, that was investigated. Investigation revealed that the oil diffusion through cushions is a design problem. The risk of failure has been determined as acceptable since the false alarm can always be managed by the user without any patient impact. There is no information that can be provided to decrease risk beyond what is currently in the IFU to perform an operational check during priming prior to the use in the procedure and how to appropriately respond to an alarm. As per above, event has bee reassedssed as not reportable. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 sensor module for bubble detector. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during preventive maintenance, bubble sensor works intermittently. There was no patient involvement.